Manufacturer narrative:
The connection between the supply line of the homechoice cassette and the solution bag was loose which resulted in a disconnection and a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a leak due to a loose connection/disconnection which occurred during peritoneal dialysis therapy on the homechoice device. The patient explained that they screwed the connection together crookedly between the heater bag and the heater line of the homechoice cassette because they were rushing through the set up. The solution went all over the floor and the technical service representative instructed the patient to re-set up with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.